Manufacturer narrative:
The date of event and implanted/explanted dates were requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported the dental implant failed in type ii bone. The implant was torqued to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.